Event description:
The facility reports the cna had just finished bathing and dressing the pt and was getting ready to move from bed to wheelchair. Cna checked to make sure everything was ready for the transfer (sling clips, etc.). As she was transferring the resident, she heard a pop and the pt fell, getting tangled in the sling. The resident suffered fractured right and left hips.